Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that while managing the foley catheter that was placed for urinary drainage in the emergency room, it was confirmed that it was unintentionally removed and that there was a leak of sterile water from somewhere, which was causing the cuff not to inflate.

Manufacturer narrative:
The reported event is confirmed manufacturing related. Visual: received 1 all-silicone foley catheter with sample port connector and syringe. Upon inflation solution immediately leaked into drainage lumen causing lumen to lumen leakage. Also received 3 photo samples. First photo sample shows top view of catheter with syringe used during reported event. Second photo sample shows end of catheter with deflated balloon. Third photo sample shows inflation cap. Therefore, the reported event is confirmed and does not met specifications which states catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. No actions can be taken at this time since a root cause was not identified. DHR review did not show any problems or conditions that would have contributed to the reported event. Labelling review is not required as the labelling would not have prevented the reported event. Correction- d, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that while managing the foley catheter that was placed for urinary drainage in the emergency room, it was confirmed that it was unintentionally removed and that there was a leak of sterile water from somewhere, which was causing the cuff not to inflate.